Event description:
It was reported that a patient underwent a tlif procedure. During the procedure, it was noticed that the tip of the tap broke and was missing, the inserter disengaged from the rod, and the compressor would not compress. Surgery time was extended but no patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the breakage started at the intersection of the cannulated hole with the fluting which is the thinnest section of the tap. The breakage propagated along the fluting direction and stop at the section increase (start of the bone threading). The breakage appearance is brittle and is typical of failure due to high stress applied to the tip of the tap. No pre-existing defect was found at the level of the breakage. This kind of breakage is consistent with over-loading the tip of the tap during pedicle preparation. The over-loading could be due to the guidewire not being straight and applying extra inner lateral loads to the tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.